Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention; the trial started 2020-12-23. They reported that they were in such excruciating pain that they did not want to start their tracking yet. On another call the patient said they were in the hospital because they were dealing with a lot of pain. Additional information was received from a manufacture representative (rep). The rep reported that patient that the patient was in pain so the device was turned off. No device issues were reported.